Event description:
It was reported to technical services on 8/24/11 that there starting in(B)(6) 2010 noise was noted on this lead. Ventricular lead impedance stable 230-250 ohms 3.3mv to 4.0 mv pacethreshold stable between 1.3v-1.8v @ .6 ms. Can reproduce noise with patient isometrics but not with pocket manipulation. Dr. Acosta is the md on this case. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).